Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Patient kept it.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was confirmed. Method & results:-device evaluation and results: could not be performed as the reported device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: first extensive investigations with MRI confirmed an abductor tendon avulsion (gluteus medius muscle) from the greater trochanter. This was confirmed at repeat MRI in 2014 when CT-scan was normal and also ultrasounds did not show any soft tissue abnormalities in or around the hip. Metal ion levels were normal according to lab sheets. All available evidence, clinical pain history and localization, metal ion levels, ultrasound and MRI findings are all compatible and consistent between them with an abductor tendon avulsion occurring during the anterior approach of primary arthroplasty in 2010 as root source of complaints and problems leading to revision surgery in 2015 device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. A review of stryker of records showed that this device was not part of a recall. Complaint history review: there have been no other events for the reported lot. Conclusions: the clinical review concluded that the root cause of the event is an abductor tendon avulsion occurring during the anterior and problems leading to revision surgery in 2015. As per clinical review this is a procedure-related problem without patient-related or device related aspects involved. If further information and/or device become available, this investigation will be re-opened.

Event description:
Right hip revision due to patient labs: elevated cobalt chrome levels. Soft tissue damage present necrosed tissue inside capsule.

Event description:
Right hip revision due to patient labs: elevated cobalt chrome levels. Soft tissue damage present necrosed tissue inside capsule.